Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of dyspnea and mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment/slda was due to challenging patient anatomy. Dyspnea and mitral regurgitation are an outcome of slda. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported the mitraclip procedure was performed on (B)(6) 2020 to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1. On (B)(6) 2020, the patient presented with dyspnea and was re-hospitalized. Echocardiogram revealed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr had increased to 4. On (B)(6) 2020, a second mitraclip procedure was performed. The pre-procedure mean pressure gradient (mpg) was 0 mmhg. One clip was implanted, reducing mr to 1-2 and the mpg increased to 5 mmhg. No additional information regarding this issue was provided.